Event description:
On (B)(6) 2009, pt reported about two weeks ago she noticed difficulties while trying to bolus. She said the up button stopped beeping and vibrating completely and the down button was intermittent in responding. Pt reported there were no accessories in the infusion device at this time to test the buttons. Pt started she is now on her backup infusion device. She reported the buttons do pop back out when pressed and released. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.